Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for eval. During eval of the device to determine root cause, the technician observed broken components. The observed damage is typically a result of the device being tampered with. Root cause could not be firmly established due to the observed damage. The device was re-certified and returned to the customer. No trend is associated with reports of this type.